Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out for normal battery depletion the physician experienced difficulty removing the right ventricular (rv) lead from the header of the pacemaker. While attempting to remove it, the lead body became damaged. Subsequently the lead was surgically abandoned. A new device and lead were successfully implanted and no additional adverse patient effects were reported.